Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 22-sep-2019 and 18-may-2020, showed the rv pacing impedance fluctuating between 200 and 500 ohms with several intermittent drops below 200 ohms between february 2020 and april 2020. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 59 months after the implantation, this lead was capped due to decreasing pacing impedance (less than 200 ohms). The sensing trend was decreasing as well. The lead was capped and replaced. The system was upgraded to crt-d.